Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h2, h11. Corrected sections: h6. Since the device involved in the reported event was ultimately implanted and is therefore not accessible for testing, the manufacturer could not perform a direct investigation on the prosthesis. It should be noted though that the device was ultimately successfully implanted in the patient and it is reported to be functioning properly, thus excluding possible device deficiencies. This is further confirmed by the medical assessment received which attributed the reported difficulties encountered during the implantation of the perceval valve to the patient¿s complex annular anatomy. As a final note, it should be highlighted that the decision to secure the perceval plus prosthesis to the patient¿s annulus constitutes an abnormal use of the device. In addition, according to the device¿s ifus, a removed perceval plus prosthesis must not be re-implanted because its integrity can no longer be ensured.

Event description:
The manufacturer was notified of difficulties experienced in implanting a perceval s sutureless aortic valve, size 25, on (B)(6) 2025. CABG procedure was performed as a concomitant procedure before the aortic valve replacement. Reportedly, the surgeon had to remove and re-implant the perceval prosthesis twice intraoperatively because the annulus was visible after the initial valve implantation. On the third and final attempt, the surgeon could still see a bit of the annulus; however, pledgets were used to close the gap and secure the valve to the annulus, and the valve was left in place. Due to the multiple attempts, the patient was on bypass for an extended period of time. As reported, tee was performed on the implanted valve showing no pvl, but the patient ultimately experienced tr and pulmonary hypertension postoperatively. The surgeon confirmed that the tricuspid regurgitation experienced was not related to the perceval valve implant. Based on further information received, on (B)(6) 2025, the patient had been extubated and was undergoing medical treatment to address the reported complications. The manufacturer received confirmation that the patient was discharged the following week and was recuperating well at home. The patient's clinical history includes triple vessel disease and symptoms related to avr. Based on the surgeon¿s assessment, the reported complications are reasonably due to the complex annular anatomy of the patient.

Manufacturer narrative:
Note: this report is a duplicate of the report submitted through esg portal with coreid: (B)(4). Submitted on may 02, 2025, since the third acknowledgement has not been received for the cases submitted through the portal. The tickets (B)(4) were also opened for this matter. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.

Event description:
The manufacturer was notified of difficulties experienced in implanting a perceval s sutureless aortic valve, size 25, on (B)(6) 2025. Reportedly, the surgeon had to remove and re-implant the perceval prosthesis twice intraoperatively because the annulus was visible after the initial valve implantation. On the third and final attempt, the surgeon could still see a bit of the annulus; however, pledgets were used, and the valve was left in place. Due to the multiple attempts, the patient was on bypass for an extended period of time. As reported, tee was performed on the implanted valve showing no pvl, but the patient ultimately experienced tr and pulmonary hypertension postoperatively. Based on further information received, on (B)(6) 2025, the patient had been extubated and was undergoing medical treatment to address the reported complications. The manufacturer received confirmation that the patient was discharged the following week. The patient's clinical history includes triple vessel disease and symptoms related to avr.